Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a 520 mg/dl blood glucose with frequent urination. No other information was provided and the reporter was unable to troubleshoot the pump. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause or contributor.